Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that one grip was found to be bent, causing side to side misalignment of the grips. There was a 0.144¿ offset at the tips, indicating overloading at the tip. Instrument passed electrical continuity test. Failure analysis concluded that the damage was likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Additional observations not reported by the site were frayed cable and distal pulley damage. Instrument was found with a frayed pitch cable located at distal clevis hub. The instrument also exhibited visible scratch marks on the pulley's surface. The customer reported complaint does not itself constitute a reportable event; however, the frayed cable found during failure analysis if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that after a successful da vinci si hysterectomy procedure, the customer noted bent prongs on the fenestrated bipolar forceps instrument. No patient harm, adverse outcome or injury was reported.